Manufacturer narrative:
A titan otr pump, two cylinders, and a reservoir were received for evaluation. The review of the device lot history records by quality assurance indicates this lot passed sterility testing prior to being released. Based on this knowledge, quality concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to (infection) are captured in the product risk documentation. Based on this information no further corrective action is required at this time.

Event description:
According to the available information, infection.